Event description:
The customer reported that the fully charged autopulse li-ion battery (s/n (B)(4)) does not power on the autopulse platform. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.